Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system. Will not be returned to manufacturer.

Event description:
Customer received result of 27.0 mmol/l on the mobile system, and result of 9.2 mmol/l on the compact plus system within 10 minutes. Customer obtains a blood drop by using the back of his hand. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has discarded the test drum.